Event description:
The pump was returned for loss of prime. Evaluation revealed that the force sensor assembly was damaged. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor assembly was found to be damaged. The force sensor resistance measurement was out of calibration.